Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information to reset the pump, assisted the caller with resetting it, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.